Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
It was reported that during follow-up in clinic the device could not be interrogated. Several attempts were made with different wands and positions but all unsuccessful. No competitive programmers were turned on in the room. Premature battery depletion was also noted. Patient was asymptomatic. The device was explanted and replaced. Patient is in stable condition after the procedure.